Manufacturer narrative:
We evaluated the instrument and confirmed that the tip had come off the instrument. There is a big dent in the middle of the shaft and a smaller one near the distal end. The instrument shows corrosion. It is possible corrosion weakened the metal, or separation may have been caused by stress overload; we cannot confirm.

Event description:
Allegedly, the doctor was performing a right retrograde pyelogram, ureteral stent placement on a patient when the tip of the sheath separated from the device inside the patient; the doctor retrieved the piece. Hospital states that the procedure was completed with no injury to the patient.